Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause worsening pvl 14 months post valve deployment cannot be confirmed. In addition to patient co-morbidities, the worsening pvl may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4) and through the (B)(4) tavi registry reporting system, a 26mm sapien xt valve was ¿properly¿ deployed via the transfemoral approach. Post valve deployment, paravalvular leak (pvl) was trace/trivial (1+) and the procedure was completed. No device malfunctions were reported during the procedure. The patient was discharged from the hospital on postoperative day (pod) 5. Fourteen (14) months post valve implant, at the ¿1-year¿ follow-up visit, pvl was noted to be worsened to mild (2+). Approx 2-years post valve deployment, no change was noted in the degree of pvl. No actions were taken. Two years and 8 months post valve deployment, the patient was admitted to another hospital due to mitral valve insufficiency. During the mitral valve repair surgery, one suture was placed on the aortic valve, ¿controlling¿ the pvl. The degree of regurgitation post procedure was not provided. One month post surgery, the patient¿s outcome was reported to be ¿recovered¿. The native annular diameter measured 20.5mm by CT with a valve area of 500mm2. The degree of valvular calcification was not provided.